Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date during the month this report was received, the patient was treated with intraperitoneal vancomycin 1 gram (frequency not reported). The antibiotic treatment was discontinued on an unknown date the following month. The cause of the peritonitis was a breach in aseptic technique further described as: the patient made a mistake/touch contamination, did not wear a mask, wash his hands and did not clean the area before starting pd therapy. It was reported the patient was not hospitalized for the event. On an unknown date the patient was retrained on proper aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.